Event description:
Related manufacturer report number: 1627487-2022-00493 and 3006705815-2022-00449. It was reported the patient was experiencing ineffective stimulation due to low impedances on almost all lead contacts. As result, the patient underwent surgery were in the ipg was explanted and replaced after intraoperative testing revealed fluctuating impedances with both an epg and mltc cable. The issue was not resolved through replacing the ipg and the patient will likely undergo additional surgical intervention to replace the leads.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2022. Effective therapy was established post-operative.